Event description:
It was reported that a user of the ilet experienced a low blood glucose event measured at 60 mg/dl, corrected by eating dinner, with subsequent stabilization to 176 mg/dl and no reported symptoms. Customer care provided support that included complaint intake and review during the call. Investigation of this case revealed an unclear cause for the hypoglycemia, with no device malfunction reported or identified. No clinical symptoms associated with hypoglycemia reported. Outcomes included resolution of the low glucose without escalation of care. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.